Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), an access site complication occurred at the end of the procedure. Bleeding lead to anemia and required two units of blood. Percutaneous transluminal angioplasty (pta) was performed with the placement of a stent. Five days following the implant of the valve, arterial thrombosis occurred and required endovascular therapy. No additional adverse patient effects were reported.